Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study. It was reported that a por error message was received and stimulation was terminated. No further complications were reported/anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient in a clinical study. It was reported that a por happened and was for the reason of low voltage. It was noted that there were concerns that if a dropped external neurostimulator (ens) caused a voltage too low por, that there may be other electrical issues with it. At the time of the report, it was unknown what actions were taken and what the outcome of the event was. No patient symptoms were reported. No further complications were reported/anticipated. Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that troubleshooting was attempted, but the por code needed reinterrogation to resolve. It was being investigated to determine whether the cause of the por code was expected or unexpected. Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that whether the por was expected/unexpected will depend upon the pending analysis. As far the what the patient reported, what precipitated the por code to occur was unexpected.